Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump black box revealed unexplainable pump reboots. The returned battery cap secured to the pump and maintained an electrical connection. The returned battery cap unscrewed half a turn and the pump lost power. The intermittent power issue was duplicated. A test battery cap was secured to the pump and maintained electrical connection. The test battery cap was unscrewed half a turn and the pump lost power again. The intermittent power was not due to the returned battery cap. The returned battery cap contacts were found to be within specifications. The battery compartment was found to be cracked along the side, extending from the threads to the case seal. There was moisture corrosion observed inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was exercised for 24 hours using the returned battery cap with no loss of power occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked and there was moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.